Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is not expected to be returned to fisher & paykel healthcare in (B)(4) for inspection. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we receive further information from the hospital and have completed our analysis.

Event description:
A hospital in (B)(6) reported that an rt266 infant dual heated evaqua2 breathing circuit was disconnected from the endotracheal tube during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is not expected to be returned to fisher & paykel healthcare in (B)(4) for investigation. The hospital stated that the reported fault occurred while repositioning the patient and the subject infant breathing circuit. Without the complaint device, we were unable to determine the root cause of the reported fault. If the complaint device was returned, it would have been visually inspected and pressure tested to confirm whether the reported fault occurred and determine its root cause. All infant evaqua breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The subject infant breathing circuit would have met the required specification at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit illustrate in pictorial format the correct set-up and use of the breathing circuit kit. It also sets out the technical specifications required during use of the breathing circuit and states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that an rt266 infant dual heated evaqua2 breathing circuit was disconnected from the endotracheal tube during use. No patient consequence was reported.